Event description:
The patient's medical records were reviewed. The patient was revised to address a broken corail stem in the neck region.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices and patient radiography confirm the reported fracture of the femoral stem at the neck. The femoral head remains attached at the taper of the femoral stem. No uneven wear is noted on the articulating surface of the femoral head. A search of the complaints databases finds no other reports against the femoral stem product/lot code combination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Visual observation of the fracture surfaces shows high damage, which has possibly occurred after the failure of the femoral stem; failure mechanism cannot be confirmed as the initiation site of the fracture is not visible on either halves of the femoral stem. Based on the information received and the investigation performed, the root cause of the reported event is undetermined and no corrective action has been indicated. Monitor through trending via (B)(4).